Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient stated an occlusion issue with the product, specifically a bent cannula in the soft cannula infusion set and indicating that the blockage was likely at the site. The patient observed the cannula, it was confirmed to be compromised. The patient noticed symptoms within 3 hours of insertion, and the site was located in the abdomen. The patient regularly rotates the site location, and there was no impact on the site area. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.